Event description:
The valve was explanted after seven and a half years due to 3+ insufficiency and an ejection fraction of 30. At explant, a torn cusp was observed and thought to be due to a kink in the valve resulting from sewing ring distortion at the time of implant. The pt had a history of atrial fibrillation treated with coumadin following implant of this valve. The valve was replaced with a 25mm bioprosthesis.